Event description:
It was reported that during routine check by customer, the cs300 intra-aortic balloon pump (iabp) has battery issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9,g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) found unit was displaying "battery maintenance required' on power up. Battery check had not been performed in the last 6 months. Service request cancelled by customer and requested pm which took care of issue.

Event description:
N/a.